Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient developed redness at the insertion site and alleged the wire remained in the skin. The patient mentioned he works in a hospital emergency department (ed), and he consulted the attending ed physician and was only prescribed an unspecified oral antibiotic medication (four times per day for five days) and no further medical intervention was provided. At the time of the report, the redness subsided after 5 days of treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient developed redness at the insertion site and alleged the wire remained in the skin. The patient mentioned he works in a hospital emergency department (ed), and he consulted the attending ed physician and was only prescribed an unspecified oral antibiotic medication (four times per day for five days) and no further medical intervention was provided. At the time of the report, the redness subsided after 5 days of treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction. H2 correction.

Event description:
It was reported that damaged sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and found wire gooseneck. The allegation was not confirmed. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.